Manufacturer narrative:
D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the artificial urinary sphincter (aus) implant device had fluid loss due to the cuff not coapting. The physician removed and replaced the 6 cm cuff with a 5 cm cuff, and replaced the pump and reservoir through replacement surgery, and there were no further signs or symptoms reported.